Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reported mutiple false positive results on quickvue sars antigen test. Number of false positives is unknown. The customer communicated the result was confirmed negative by molecular (pcr testing).